Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a label of one device. Only the product label was returned, this showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, when the scrub technician was loading the staple line reinforcement onto the reload, it was noticed that the material would not slide onto the reload. Upon further inspection, it was observed that about midway down the reload there were several spots where the staple legs were sticking out of the staple buckets. The reload had not been loaded onto the stapler (stapler was not even open yet) prior to loading the reinforcement and it had just come out of the package, so it was not pre-fired. The shipping wedge was also still on the reload when they loaded the reinforcement. The reload was not used on the patient and there was no patient involvement.